Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bone type iii and bruxism. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.